Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the setup of the aquablation therapy and while the patient was in the operating room under anesthesia, the aquabeam robotic system generated e21 - motorpack error and e22 - motorpack error. Eventually, the problem was resolved by replacing a new aquabeam handpiece, and the aquablation therapy was completed successfully. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences for the patient as a result of this event.

Manufacturer narrative:
Component code = 3067 - aquabeam handpiece, a sterile single use component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Evaluation of the aquabeam handpiece could not be conducted as it was not returned. Three good faith efforts (gfe) were made to obtain the device for evaluation without success. A review of the device history record (DHR) for lot number 25c00414 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as these were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. Shall the log files be made available in the future, then this complaint will be reopened to conduct such a review. The aquabeam user manual, sjum0101 rev. A states the following about e22: e22, motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The device was not received back despite multiple follow up attempts. The event could not be confirmed and root cause remains undeterminable due to the inability to investigate the device. Although this event resulted in a surgical delay of over 20 minutes, the procedure was successfully completed. There were no adverse health effects to the patient as a result of the delay. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.